Event description:
It was re-ported that oic peek was implanted in (B)(6) 2011. The pt came to the hospital and it was noticed that the cage was came off on (B)(6) 2011. The revision surgery will be performed on (B)(6) 2011.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.